Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. It is unknown how or when this damage occurred. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. It cannot be confirmed if the kinked soft cannula affected the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 361 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided.